Event description:
Customer reported an intermittent motion error. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the feedback potentiometer and drive motor encoder assembly. System operates as intended. This MDR is related to ge healthcare.